Event description:
During a gastric bypass performed by dr the stapler failed to operate. No injury or compromise to pt indicated on incident report. This report faxed to ethicon endo-surgery, inc fax # 513-786-7080.